Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: a review of the pump¿s black box history showed that two call service alarms related to the complaint were recorded. Visual inspection revealed that there was moisture behind the display lens. During testing, the pump powered on with the returned battery cap. The pump was not able to complete the rewind step without a call service alarm occurring. The rewind, load, and prime steps were not able to be completed due to the persistent call service alarm. The pump case was removed and moisture contamination was found inside the pump and on the motor flex cable.